Manufacturer narrative:
A ge service representative performed an on site investigation. Several circuit boards along with the uninterrupted power supply were replaced and software was reloaded. The system was then found to be operating as intended. This malfunction may have caused a possible accidental radiation occurrence.

Event description:
The customer reported, continuous fluoro when the switch was not activated. The customer also indicated, the device displayed a communication error. No report of patient or staff injury.